Event description:
It was reported that the patient's unit stopped working while they were out at a basketball game. Troubleshooting was able to resolve the issue temporarily and restore oxygen to the patient, however their levels did drop during the event. They did not have any backup oxygen sources as they were not at home. The patient received replacement columns and a replacement unit and they are doing well.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 06-mar-2026, however it did not undergo engineering analysis and went through the normal repair process, therefore additional investigation details are unavailable.